Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of peritonitis. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, a peritoneal effluent analysis and culture were performed. The analysis revealed 880 cells/mm3 leukocytes. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with fortum (1gm, loading dose, ip) and gentamycin (80mg, daily, ip). Therapy was ongoing as well as remedial therapy with gentamycin. It was unknown whether the peritonitis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510 number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s.